Manufacturer narrative:
Manufacturer believes it is likely that the aluminum camber tube was defective.

Event description:
Dealer reported that the press pin dropped out of the camber tube allowing the aluminum plug on the left side to pull free. It happened as he was transferring into his trunk: wheel, axle and plug all flew off the chair.